Manufacturer narrative:
Section b5: additional information. Patient expired on (B)(6) 2020, not (B)(6) 2020. Section h6: correction (patient code). Manufacturer's investigation conclusion: a specific cause for the reported events and ultimate patient outcome, as well as a direct correlation to heartmate ii left ventricular assist sevice (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) lists stroke, bleeding, peripheral thromboembolic event, and death as adverse events that may be associated with the use of heartmate ii lvas . Thromboembolism is also listed as a potential late post-implant complication that may be associated with the use of the heartmate ii lvas . The IFU also contains information regarding the recommended anticoagulation therapy and inr range that should be maintained for patients using the device as well as the recommended anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The device was decommissioned on (B)(6) 2020, following stroke and intracranial bleeding. The patient was without circulatory support and was pronounced deceased on (B)(6) 2020. Additional information reported that a computed tomography (CT) scan of the head had revealed extensive venous sinus thrombosis with no large vessel occlusion. The patient had hemorrhagic conversion edema in the left posterior temporal lobe with associated subarachnoid hemorrhage. Intravenous vitamin k was administered due to patient's therapeutic inr (international normalized ratio) level of 2.5. The patient had increasing pressor requirement and worsening lactic acidosis. The patient's condition rapidly deteriorated and they ultimately expired. The pump was left inside the patient¿s chest and was not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was explanted following stroke and intracranial bleed. The device was decommissioned the patient was without circulatory support and was pronounced deceased on (B)(6) 2020. The pump was decommissioned and left inside chest, and it will not be returned.